Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that when surgeon unlocked tab on back of mics to rotate the handle, the tab popped off. Product evaluation and results: as per work order wo-01678774 and case number 03655289 the alleged failure mode was confirmed. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor)" rtv reason: mics failed visual inspection, tab popped off the back of the handle. Product history review: review of device history records indicate 25 devices were manufactured under lot k0b18 and all 25 devices were inspected and accepted into final stock on 04/06/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0b18 shows 05 additional complaint related to the failure in this investigation. The related complaints are pr: (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
When surgeon unlocked tab on back of mics to rotate the handle, the tab popped off. Case type: (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When surgeon unlocked tab on back of mics to rotate the handle, the tab popped off. Case type: tka.